Event description:
It was reported that the patient presented with having t wave oversensing. It was found that the patient's potassium levels were not normal at the time of the interrogation. The device remains in use. No patient complications were reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.